Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. This device was explanted, and a new device was implanted. No additional adverse patient effects were reported.